Event description:
Pt with large intracranial mass was taken to the operating room where she had a craniotomy to resect the tumor. During the procedure, the neurosurgeon realized a small piece of the drill footplate dislodged into the pt's cranial space. The part of the brain being operated upon is vascular and prone to bleeding, causing the surgeon to focus more on creating hemostasis. The surgeon irrigated and suctioned the environment; and thought he suctioned the fragmented footplate out of the cranial cavity. Not until the routine postoperative MRI was metal fragment discovered. In the pt's best interest, the fragment was left in place.